Event description:
It was reported that the control panel on the 9800 system would not work correctly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.